Event description:
Event: unresolved type I endoleak. Case details: a coil was placed between the aorta and the superior attachment system in an attempt to achieve a seal. The final angio revealed a type I endoleak at the superior attachment system. The physician believes that the endoleak will seal over time.